Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion. The device was successfully replaced, and returned to boston scientific for analysis. There were no allegations against the device at the time of explant.